Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Based on the information provided by the customer, vyaire suspects that the most likely cause of the reported issue is due to use error. Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that a patient passed away while connected to model palmtop ventilator revel. The patient was on noninvasive ventilation (niv) mode at 100% fraction of inspired oxygen (fio2). The tank ran out of oxygen, resulting in the patient's death. At this time, there is no indication of the ventilator malfunctioning and no allegation that the ventilator contributed to the adverse event.